Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument jaws would not open. The procedure was completed. The initial report indicated that it was unknown if a fragment fell inside the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer indicated that the jaws were not clamped closed / stuck on tissue when the issue occurred. There was no report of fragment(s) falling inside the patient. The customer used a backup instrument of same kind to continue the procedure. No known impact or patient consequence was reported. No bleeding or tissue removal was observed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
The vessel sealer extend (vse) instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. Additional observation found unrelated to the reported complaint states that the instrument had a scratched grip. Visual inspection revealed that one of the grips had several scratches marks.

Event description:
Refer to h10/h11 for follow-up information.